Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2017 with the following findings: during investigation, moisture was found in the battery compartment. The battery cap was not returned. The battery compartment was cracked above and below the bumper pad. A test battery cap attached to the pump successfully. The pump was unresponsive with no auditory or vibratory alarms, and a blank display. The pump history and black box were unable to be downloaded. A leak was found in the battery compartment. The pump cover was removed to find moisture ingress on the printed circuit board and internal components. =animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the there was damage and moisture to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.